Event description:
A technical coordinator contact a company representative via email stating, "the patient is using the ltv 900 with hme (portex ahd hygrobac "s"). What happened, the circuit disconnected, the low pressure alarm didn't ring and the patient stayed disconnected for a long time. It was the mother that discovered the fact and that reconnected that patient. The patient is well now and didn't suffer from any prejudice."

Manufacturer narrative:
The device was not returned to the manufacturer. Requests for additional information have been unsuccessful.